Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, it was reported that the pump battery was depleting quickly and the battery gauge was fluctuating. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.